Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel and adjustable pressure limiting valve were replaced. The unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The biomedical engineer reported the unit would intermittently be unable to switch to mechanical ventilation when requested. It was also noted the adjustable pressure limiting valve test failed, the unit was delivering more than set pressure values.